Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to observations of noise that was oversensed and high out of range pacing impedances greater than 2000 ohms. The whole system was explanted and replaced, and the device follow-up was increased for this patient. The lead was not expected to be returned at this time. No additional adverse patient effects were reported.